Manufacturer narrative:
(B)(4).

Event description:
Home monitoring transmitted that this device was in backup mode. The patient stated that he was riding in the back of a bus the day that the device went into backup mode. This device was restored back to normal functions and remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the ICD activated the safety backup mode february 11, 2017 as a result of the detection of invalid memory content. It was reported that a reinitialization had been performed successfully. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup safety mode to assure the patients safety. Please note, the ability of the device to deliver therapies is not affected by the backup safety mechanism. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.